Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a total elbow arthroplasty on (B)(6) 2014. While infusing the cement, the patient's blood pressure decreased. Surgeon performed a cardiac massage, as the patient's heart stopped while closing the surgical incision. Subsequently, patient expired. A delay over 30 minutes occurred.

Event description:
It was reported patient underwent a total elbow arthroplasty on (B)(6) 2014. While infusing the cement patient¿s medullary cavity, the patient's blood pressure decreased. Surgeon performed a cardiac massage as the patient's heart stopped while closing the surgical incision. A delay of over 30 minutes was reported. Follow up information received reports that from the time that the patient's blood pressure decreased until the patient expired was over 30 minutes. The surgeon reported he did not think this was caused by the implants.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.